Manufacturer narrative:
At this time the rv lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Analysis revealed fourteen fractures of the outer coils, approximately 280 mm to 286 mm from the terminal pin. The gore insulation was removed from five of the fractures to allow examination of the fractography. Each fracture surface examined showed evidence of fatigue along with mechanical damage.

Event description:
--

Event description:
Boston scientific received information via latitude remote monitoring that this implantable right ventricular (rv) defibrillation lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. Further troubleshooting determined this right atrial lead (ra) and left ventricular (lv) lead also had high pacing impedance measurements. . In a review of the stored episodes, there was oversensing of noise which resulted in the delivery of an inappropriate 31 joule shock. Noise was reproducible on all three channels. There was no evidence of pacing inhibition resulting it in asystole, as this patient had an intrinsic rhythm. A revision procedure took place and all three leads were successfully explanted due to conductor fractures. There have been no adverse patient effects reported as a result of the revision procedure.